Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400 mg/dl and 175 mg/dl; 325 mg/dl, 259 mg/dl, and 149 mg/dl. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.